Manufacturer narrative:
The pod was received with the soft cannula deployed. Inspection of the fluid path found the exposed portion of the soft cannula to be kinked. Though the soft cannula was kinked, fluid was able to flow freely through the complete fluid path. It could not be determined when this damage occurred. Inspection of the needle mechanism components found no damages or deficiencies that would result in the needle mechanism deploying early. Although no issues were noted with the needle mechanism, it could not be determined when the needle mechanism deployed. A root cause for the reported needle deploying early could not be determined. Initial attempts to download the data from the pod were unsuccessful as measurement of the battery voltages found the voltages of all three batteries to be lower than expected. An external power supply was used in an attempt to pair the pod with the master pdm. This attempt was unsuccessful. The pcb assembly was removed from the pod chassis and connected to the external power supply in an attempt to pair the pod with the master pdm. This attempt was unsuccessful. The pod was unable to pair with the master pdm and the data was unable to be retrieved from the pod. The pod was received with evidence of post use damage. Score marks were observed on the top housing and on the underside of the top housing. These score marks lined up with damages observed on the ratchet gear, reservoir cap and piezo springs, indicating post use damage. It could not be determined if this post use damage affected the functionality of the batteries and pcb assembly as no visible damages, deficiencies, or corrosion was observed on either the batteries or the pcb assembly. The exact cause of the connection issues could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient¿s blood glucose reached 300 mg/dl. The needle mechanism had fully deployed before the pod was able to be used.